Event description:
One incident of a leak in the venous portion of the bloodline. Issue was found 10 minutes into hemodialysis treatment and resulted in ebl=300cc. No pt injury or need for medical intervention is reported. A new bloodline was set up to resume treatment. MDR is filed for blood loss only.